Event description:
A nurse complained of high discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to the patient's own coaguchek xs meter with an unspecified serial number. The patient was tested between 1:45 p.m. And 3:00 p.m. On the nurse's meter with a result of 6.6 inr. The patient was tested again on the nurse's meter using a different finer and the result was 7.6 inr. Within a "few minutes" the patient was tested on their personal meter using the same finger and the result was 4.2 inr. The nurse was advised to use a different finger for each test. Product labeling states "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." All results were reported to the patient's doctor. The result of 4.2 inr was believed to be correct. A laboratory test was not performed. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. No treatment was required. The meter has never been cleaned. The blood sample was not applied to the test strip within 15 seconds of the finger stick. Product labeling states "you must apply blood to the test strip within 15 seconds of lancing the finger. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun." The patient does not have antiphospholipid antibodies. The patient's coumadin dose has not been changed. The patient recently started a new medication for anxiety. The patient has not had any diet changes and was not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 1.2 inr , qc 2: 1.2 inr, qc 3: 1.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 0%. The fact that the same finger was used for multiple tests is a possible reason for the discrepant results.